Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://journals.ju.edu.jo/jmj/article/viewfile/6831/3933. (B)(4). Other device used: catalog #unknown, unknown zmr cone body, lot #unknown. No devices or photos were received; therefore, the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore, the manufacturing records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices are an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that two patients had subsidence of 8mm, which stabilized without any clinical significance.